Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate electric shocks during two separate treated episodes on the same day as implant. Technical services (ts) reviewed device episode data and found a wandering baseline along with noise after the shocks were delivered while programmed to the primary vector. X-rays and testing of new vector were advised. After testing, it was noted that the secondary vector was better, but the physician elected to turn off therapy until next appointment. It was suggested that there may be air entrapment in the primary electrode. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.